Event description:
It was reported that the patient had the inflatable penile prosthesis cylinder and pump components removed due to unknown reasons. A new inflatable penile prosthesis consisting of 18cm x 12mm cylinders and pump components were implanted.